Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was broken apart during a device change out. Additional information received indicates the rv lead terminal pin was broken when pulled from the device's rate/sense port and the lead was discarded. The rv lead was explanted and was replaced with a new lead. No adverse patient effects were reported.